Event description:
User error - the nurse connected the suction wrong. Approximately a day or two later (unknown) it was found and was connected correctly. A cxr was done which indicated that the pt would need to be connected to suction a little longer.